Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: unknown. According to the reporter: when counting the number of needles at the end of the procedure, the nurse found that 1 needle was missing. It was confirmed by having the pt x-rayed that no needle was left in the body. No pt harm. Operating time was extended more than 30 minutes.